Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire fr stent was stuck and could not be pushed out. It was noted that the patient's vessel tortuosity was moderate. The stroke onset to reperfusion time was one hour (1h). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported no patient symptoms were reported. Replace the thrombectomy stent with the same model to resolve the event. The cause of the resistance was stent deformation. The resistance was in the distal section of the catheter. Continuous saline flush was administered and maintained as indicated in the IFU. Damage was observed to the catheter and stent after removal. The catheter was a rebar. The patient's baseline and post-thrombectomy condition was good.